Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on connector board. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, missing display window cover and scratched case. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose of over 400 mg/dl as battery died during sleep. Customer also states that they have issue with tape as cannula that pulled out. Customer¿s current blood glucose was 160 mg/dl and blood glucose at time of incident was 255 mg/dl. Customer declined to troubleshoot for high blood glucose. The insulin pump was returned for analysis.